Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that a patient was charging more than expected. It was stated that the implantable neurostimulator would not fully charge. It was noted that the patient experienced a loss of therapeutic effect. The patient had an increase in baseline pain. It was stated that the patient was recharging every day and the implantable neurostimulator (ins) would not "take a full charge". It was stated that the patient needed to replace the battery. It was reported that the patient was "in a lot of pain". It was stated that a company representative "jump started the battery a few months ago". It was noted that the patient "has the doctor who will do the replacement" but the surgery needed to be scheduled. It was stated that the patient has not been able to ride his harley for 10-12 years. Additional information received reported that the patient was scheduled for a battery change, but no date was provided.

Event description:
Additional information received reported that the patient¿s device was replaced. It was noted that the patient let the battery stay dead. It was reported that the patient was receiving effective therapy after the replacement

Manufacturer narrative:
(B)(4).